Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (won't hold charge) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the battery pca and cells were contaminated. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to hold a charge.